Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope has a cracked distal end. There were no reports of patient involvement as this occurred during demonstration.

Manufacturer narrative:
The device was returned to olympus for investigation and no crack was found on the distal end of the device. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.